Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 110010248, g7 osseoti 4 hole shell 60mm g, lot number 6665675, 010002736, g7 ball hex drvr for insr hndl, lot number 061706, 110003451, g7 str modular shell inserter, lot number 253370. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01275, 0001825034-2020-01277.

Event description:
It was reported that the scrub tech unknowingly cross threaded the g7 straight inserter onto the g7 cup during initial tha. Upon impacting the cup into the acetabulum, the inserter became cold welded to the g7 cup. Inserter screwdriver ball tip broke off while trying to disengage inserter from cup. Case was converted to the continuum acetabular system with no impact to the surgeon or the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h4; h6 reported event was unable to be confirmed. Device was returned and evaluated against the complaint. The shaft was assembled with the associated inserter upon receipt but was disassembled during evaluation. Both the proximal and distal ends of the shaft show scuffing and surface scratching consistent with a multiple use instrument. The chuck end is dinged from repeated use. No signs of cross threading was observed. No damage was observed to the threads. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.